Event description:
It was reported that during a coronary stent procedure, the wire was tracked through the stent to a smaller branch and could not be pulled back. The wire was removed with force and left a portion of the wire coating in the stent. Pt status is listed as "ok".